Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room (ER) due to delivery of inappropriate anti-tachycardia pacing (atp) and shock therapy. It was noted that the patient was doing effort at the time. The patient has known morphology changes when their heart rate is high. As such, device discrimination was programmed on onset/stability with fib a zone raised to 200/min. The doctor agreed with this programming and the patient was discharged from the ER. Besides the inappropriate therapy, no additional adverse patient effects were reported. This ICD system remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.